Event description:
The pt tested blood glucose on the suspect device and it was in the 180's mg/dl. Pt stopped eating due to the suspect device reading. Pt passed out in the shower and rec'd several cuts and bruises. The suspect device was not coded correctly.